Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
There was noise and oversensing reported on the lead. Upon receipt, the lead under complaint was found capped 55cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed several abrasion marks along the lead fragment. In particular the insulation 42cm proximal to the lead tip was found abraded through, which is assumed to be the root cause of the reported oversensing. Furthermore, the conductor cable leading to the rv shock coil was found fractured 37cm proximal to the lead tip, which is assumed to be the root cause of the high shock impedance. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. However, without diagnostic images, the root cause of the elevated stress is difficult to determine. Should additional information or diagnostic images become available, the investigation will be updated. Further damages such as a deformed rv shock coil and a stretched inner coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to lead shock impedances greater than 150 ohms. Should additional information be received, this file will be updated.